Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes with extra signals that do not appear to be physiologic. These signals had been observed since several months ago. The lead impedances were within expected limits and sensing showed a few p waves with higher amplitude. Aggressive isometric maneuvers were recommended. The pacemaker remains in service. No adverse patient effects were reported.